Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of the trend graph not displaying. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device ahs been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the receivers trend graph was not displaying on the screen. No additional event or patient information is available.